Event description:
The customer indicated that a pt's lip was burned during a tonsillectomy and adenoidectomy procedure. The burn was not treated. The pt's mother later phoned the hosp to tell them that more burns were found inside the mouth and on the tongue.